Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance, sensing anomaly and noise which could not be reproduced in clinic with isometrics or pocket manipulation below the lower limit. The device was reprogrammed. The patient was asymptomatic. The patient would be re-evaluated at next follow up.